Manufacturer narrative:
Visual evaluation of the returned device found the wire detached from the distal end of the handle cannula as well as one pronounced kink in the proximal section of the sheath. Crimping marks on the handle cannula were found to be within specifications; however, it was noted that the wire had not been run all the way through the handle cannula prior to crimping. The condition of the returned device rendered functional testing impossible. The condition of the returned device was consistent with the complaint that the handle cannula detached; the complaint was confirmed. The improper crimping caused the wire to detach after several device actuation attempts; therefore, the most probable root cause of this failure is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a profile mini micro snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, the snare was used to resect tissue and was subsequently removed from the scope; however, the device was reintroduced to resect additional sites. Upon extension of the snare loop into the patient's colon, the physician was unable to capture the target tissue although the handle could be actuated without issue. A second profile mini micro snare was used to complete the procedure successfully. Following the procedure, the physician inspected the device and found the handle cannula to be detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a profile mini micro snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, the snare was used to resect tissue and was subsequently removed from the scope; however, the device was reintroduced to resect additional sites. Upon extension of the snare loop into the patient's colon, the physician was unable to capture the target tissue although the handle could be actuated without issue. A second profile mini micro snare was used to complete the procedure successfully. Following the procedure, the physician inspected the device and found the handle cannula to be detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.